Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the compressor is noisy. As stated in the repair statement during start up unit would be loud and shortly shut down.